Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. As the device was not returned for analysis, a definitive root cause cannot be assigned. Since the reported event occurred during the procedure, it appears that procedural factors limited the device performance. Therefore, device damaged during use is the most likely cause of the reported event.

Event description:
During a procedure, the balloon guide catheter ruptured inside the carotid artery. The catheter was successfully removed and the case was successful. There was no consenescences to the patient.

Manufacturer narrative:
The device has been disposed.

Event description:
During a procedure the balloon guide catheter ruptured inside the carotid artery. The catheter was successfully removed and the case was successful. There was no consequence to the patient.